Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. No damages to the bottom housing and environmental seal were found. Data downloaded from the device shows that 46 first prime pulses were completed, and the pod was deactivated at 56 pulses; the ratchet gear did not advance enough to deploy the needle mechanism. Timeouts and a drive stall were found. Inspection of the commutator cap and rotational sensor springs found no damage or defects. Inspection of the drive mechanism found no initially visible defects. The device was reset and attempted to rerun unsuccessfully. The pdm reported repeatedly a communication error. Batteries were measured and found charged sufficiently. The pcb was inspected for any visible damages or errors that could cause this error, but nothing was found. The timeouts and drive stall prevented the device from being able to deploy as intended.